Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after implant, the patient experienced chronic pain, significant dysphagia to liquids and solids, and compression of esophagus. Treatment included surgical removal of the mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hiatal hernia. It was reported that after implant, the patient experienced dysphagia, pain, discomfort, inflammation, mental pain, scarring, impairment, loss of enjoyment of life, compression of esophagus, defective mesh. Post-operative patient treatment included removal of mesh.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of hiatal hernia. It was reported that after implant, the patient experienced dysphagia, pain, discomfort, inflammation, mental pain, scarring, impairment, loss of enjoyment of life, compression of esophagus, defective mesh, stricture, edema, tightening at the level of the diaphragmatic repair, difficulty swallowing, nausea, vomiting, adhesions, and stomach full of fluid. Post-operative patient treatment included removal of mesh, esophagram, endoscopic dilatation, diagnostic lap, revision hernia repair, and removal of stomach fluid.

Manufacturer narrative:
Additional info: a4, b5, b6, b7, d6b, g1, and h6. (Patient codes, ime e2402: tightening at the level of the diaphragmatic repair). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, b7, h6(patient codes), additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of hiatal hernia. It was reported that after implant, the patient experienced dysphagia, pain, discomfort, inflammation, mental pain, scarring, impairment, loss of enjoyment of life, compression of esophagus, defective mesh, stricture, edema, tightening at the level of the diaphragmatic repair, difficulty swallowing, nausea, vomiting, adhesions, obstruction (&) stomach full of fluid. Post-operative patient treatment included removal of mesh, esophagram, endoscopic dilatation, diagnostic lap, revision hernia repair, medication, (&) removal of stomach fluid.